Event description:
It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited myopotential over-sensing. It was elected to perform a lead revision to address the issue. During the procedure, it was discovered via echo that a pericardial effusion occurred due to cardiac perforation. Pericardiocentesis was performed and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.